Event description:
It was reported that that blood pressure (nibp) module is faulty. The nibp module is constantly pumping. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included trouble shooting with the customer and testing of the alleged device. The field service engineer (fse) confirmed that the customer already replaced the blood pressure cuff which did not solve the issue. The results of the analysis confirmed that the nibp module was defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective blood pressure module. The issue was resolved by replacing the defective part and the device is confirmed to be working to its specification and back in service. E1: (B)(6).